Event description:
The customer reported experiencing headaches because he was unable to use his meter due to a port issue. In addition, the customer was seen by a dr and was diagnosed with hyperglycemia. The customer took advil and the dr increased his medication to counteract the medical event. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.